Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the trunk cable connector was cracked and the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wire solder connections inside the dn. The cause of the constant gong alarms is the damaged cable and wire connections. The root cause of the damaged cable and wire connections is excessive force placed on the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.